Event description:
The customer called technical support (ts) reporting that the v60 shut off while on a patient. No reports of patient/user harm or injury nor was there a delay in therapy noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer is unable to duplicate issue. The rse advised customer to perform a complete pvt to determine if unit is functioning as intended before returning to service. The investigation is ongoing, and a follow-up submission will be completed accordingly.

Manufacturer narrative:
H10: per good faith effort (gfe) response. It was also noted that the patient was using the device as continuous positive airway pressure (CPAP) at night only. Patient reported the machine shut down, he was awake and was able to remove the mask and use his call light to report this. Upon arrival to the room the therapist saw the machine was off and not working. Patient reported that it stopped working before he fell asleep and was able to remove the mask. The backup eternal airway alarm was in use in line with the CPAP and was alarming as well. No desaturation occurred or was noticed on the monitor. Another machine was brought into the room for use and the machine involved was tagged and removed from use. The customer was unable to duplicate the reported problem. A full performance verification has been performed and the device passed all test successfully.